Manufacturer narrative:
Visual inspection revealed the device had lost integrity; several electrodes were dislodged from the paddle and one disconnected electrode was not returned.

Event description:
A report was received that the patient underwent a lead revision. A fluoroscopy confirmed that the lead had twisted. The patient's symptom was non-optimal stimulation. During the procedure, the physician planned to reposition the lead, however it was discovered that there were three contacts that were not connected to the lead; he chose to replace the lead. There were no contacts left inside the patient and the patient was doing well after the procedure.

Event description:
A report was received that the patient underwent a lead revision. A fluoroscopy confirmed that the lead had twisted. The patient's symptom was non-optimal stimulation. During the procedure, the physician planned to reposition the lead, however, it was discovered that there were three contacts that were not connected to the lead; he chose to replace the lead. There were no contacts left inside the patient and the patient was doing well after the procedure.